Event description:
It was reported that the device overheated during a procedure. There was no delay in the procedure. There were no adverse consequences and no medical intervention as the surgery was completed successfully.